Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging a casing/condition (external component) issue; the threads on the battery cap were stripped. The patient reported that the battery cap had never been changed. The owner¿s booklet instructs the user to change the battery cap every three-to-six months. There was no indication that this issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.